Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: impella 5.5 with smartassist section: using the automated impella controller with the impella catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿

Event description:
The complainant reported the patient was on impella 5.5 support and while on support, the impella had high purge pressure and critically low purge flows. Tissue plasma activator was added to the purge and this resolved the purge flow issue. The patient was noted to be stable however outcome and explant date are unknown.

Manufacturer narrative:
The investigation for high purge pressure has been completed. No product was returned for evaluation. Data logs were reviewed and lt log from time of alarm shows a gradual rise in purge pressure over approximately 19 hours was observed before high purge pressure alarms were triggered. No motor current spike was noted before purge rise. Purge pressure remained high for about 34 hours before beginning to resolve. Clinical details noted that tpa protocol was administered and was able to resolve the high purge pressure alarms. The root cause of the high purge pressure was most likely due to biomaterial buildup as it was resolved with tissue plasminogen activator (tpa). Added-h6 impact code 4644.